Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/5/2025, a sales representative reported via phone that an ar-3740sp double loaded knotless knee fibertak anchor, self-punching, had an issue during an mpfl reconstruction procedure. After insertion of the anchor into the patient, the sutures did not slide correctly. The anchor and sutures were removed from the patient in one piece, nothing broke inside the patient, and there was no harm. Another three ar-3740sp double loaded knotless knee fibertak anchors, self-punching, were used to complete the procedure successfully, two anchors with the same lot number, and one with a different, unknown lot number. There was a case delay of less than a minute, and no additional anesthesia was administered. The complaint device was discarded, and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper surgical technique.